Event description:
It was reported that there was a leak of chemical solution from the extension set connection. This occurred during priming. There was no reported patient harm.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00249-00. The date of that submission was 23-sep-2025. B3: month and year of event have been provided, day is unknown. H3: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The cassette was filled with water using a syringe. During the filling process a leak was observed. The complaint of leakage was confirmed, and probable cause was due to a solvent application error.